Event description:
The customer reported that the touchpanel did not work properly. They tried to reboot the system but it did not boot up normally. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.